Event description:
It was reported that the patient experienced eight bent cannulas event on (B)(6) 2026. The site of insertion was upper abdomen, and the infusion set was in use for three to four hours. Due to the event, the patient experienced high blood glucose and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries.

Manufacturer narrative:
Initial 6 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.